Event description:
The customer from (B)(6) reported that her blood glucose readings were not being stored in the memory of the contour meter. There was no allegation of an adverse event. The customer discarded the meter. Therefore, the device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer discarded the contour meter associated with the event. Therefore, a device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.